Event description:
The customer reported that while monitoring the oxygen saturation on a pt, the ot's oxygen level went below the low limit but the device did not alarm. There was no pt harm reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.